Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing separated from the cartridge due to a cartridge adhesive failure. A cartridge change was performed to address the issue. Additionally, it was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. A supply change was performed resolving the issue. Customer's blood glucose level was 241 mg/dl.